Event description:
During an implant attempt, a lead insertion problem into the atrial channel was reported by the physician, who specified that also the ventricular lead could not be inserted into this channel. Another pacemaker was implanted instead.

Manufacturer narrative:
On (B) (6) 2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.